Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noisy signals, resulting in oversensing and inhibition of pacing. The patient may have been in surgery at the time of the episode.